Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of peritonitis was not reported. It was reported that the patient was hospitalized and received unspecified antibiotics treatment for peritonitis. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.